Event description:
It was reported that the programmer was freezing frequently during a routine follow up and had to be rebooted. No adverse patient effects were reported. The programmer will be return for repair/analysis.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that the programmer was freezing frequently during a routine follow up and had to be rebooted. No adverse patient effects were reported. The programmer was return for repair/analysis. The programmer was returned and investigated. Field observation of unresponsive touchscreen was confirmed, and error codes were documented. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is a field report of an unresponsive touchscreen.

Manufacturer narrative:
Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The tgz files were extracted and analyzed, where the following error codes were documented. A non-field reported error code fa5a1 was confirmed in the memory log files. The error code was unable to be replicated and is consistent with CAPA-00006166. A non-field reported error code 38a14 was confirmed in the memory log files. The error code was unable to be replicated and is consistent with CAPA-00006559. Non-field reported error codes ded81, f855b, 40688 were confirmed in the memory log files. The error codes were unable to be replicated during analysis. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; during an additional stress test of the touchscreen functionality, the touchscreen became unresponsive. Field observation of unresponsive touchscreen confirmed. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.